Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their controller and their implanted neurostimulator (ins). They reported that they were having nothing but troubles. Patient stated the issue seemed to be controller connectivity issues and the implant was acting erratically. Patient said the issue started subtly but over the time it seemed to just be getting worse. Patient commented they had been in with the medtronic representative 4 or 5 times trying to get the pattern of the charge to get further to the right. Patient also said the buzzing of the implant seems to be way too far left on them. Patient noted the stimulator would turn itself off briefly and sometimes when they recharge the implant the controller would say it was at 100% but it was still recharging and they would lay there for another 20 minutes and the controller said finished again. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and ac power supply. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green solid light was above the screen. Controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed 100% and implant 80%. Agent instructed patient to stop the charge session, unplug the recharger and lock the controller. A minute later, patient unlocked the controller and controller showed no device found then connect the recharger. Agent reviewed meaning of message with patient. The troubleshooting steps that were taken on the call resolved the issue. The pt mentioned they had an appointment with their healthcare provider in the middle of july.